Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6fr angio seal device was returned for evaluation. The returned device included the hemostasis sheath, arteriotomy locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. Sheath and locator assembly were returned with incomplete connection, and no damages were noted. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 51. Arteriotomy locator - d1. The complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely root cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
B3: date of event: dec/2025. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The medwatch event description stated that: "the 6fr angio seal did not click and would come apart at the dilator and introducer. No one was effect and we opened a second one. Therapies being used on the patient at the time of the event that may have caused or contributed to the event are not known. Date of event was dec-2025." Additional information was received on 17feb2026: the procedure performed was a cerebral angiogram using a 5fr x10cm sheath. The user had difficulties inserting the locator into the hub, there was no audible click on mating; however, there was a slight feeling of tactile feedback after mating. The locator was too loose and did not stay in place. A second device was used. The separation did not occur when the device was in the patient. There was no blood loss.